Event description:
Complainant alleged that while treating a pt (age & gender unk), the device was set to discharge at 200 joules, however, 150 joules were delivered to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.